Manufacturer narrative:
New information added to the following fields: d8, d9. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where a deviation from the IFU was confirmed for the reprocessing procedure. At the relevant facility, air and water were not supplied to the air and water supply channels using the air/water channel cleaning adapter (mh-948) during pre-cleaning. The device was evaluated where additional potential adverse event(s) were confirmed where foreign material was noted in the nozzle, adhered to the inside of the instrument channel outlet, and adhered inside of the suction cylinder. No noticeable physical damage was found inside the instrument channel outlet or biopsy channel. However, as a result of the component analysis of the foreign material, organic silicone and hydroxide were detected. Na, cl, and fe were also detected. It is assumed that the organic silicone may be derived from chemicals such as antifoaming agents. In addition, since fe was confirmed, it is assumed that the hydroxide is iron rust. It is assumed that the mixture of organic silicone and na, cl that could not be completely removed by reprocessing remained in the nozzle, causing the nozzle to corrode. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Additionally, the reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Prevention measures are described in the reprocessing manual gif-h290z chapter 5 reprocessing the endoscope(and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope tested positive for pseudomonas aeruginosa. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.